Event description:
It was reported that this left ventricular (lv) lead was explanted due to high pacing thresholds. A new lead of the same model was successfully implanted. No additional adverse patient effects were reported.